Event description:
The customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was advised that this device is not serviceable due to age and should be replaced.